Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿absence of instabilities and intra-prosthetic dislocations at 7 to 11 years following tha using a fourth-generation cementless dual mobility acetabular cup¿ by julien chouteau, et al, published by journal of experimental orthopaedics (2020), vol. 7, no. 51, https://doi.org/10.1186/s40634-020-00265-3, 8 pages. Was reviewed. The purpose of this study was o review revision rated for the serf novae sunfit th dual mobility acetabular cup in 240 tha implanted between june 2007 and june 2010. The serf cups were paired with a corail stem and an unknown ceramic femoral head, assumed to be a depuy product. Depuy products used in the study: corail stem, serf novae sunfit tm dual mobility cup and polyethylene liner, unknown ceramic femoral head, corail femoral broach results: revisions and complications: 2 total revisions to treat deep infection. 2 isolated liner revision to treat deep infections. 1 total revision to treat periprosthetic femoral fracture secondary to unspecified trauma. 1 isolated stem revision to treat loosening at the bone to implant interface. 2 deep infections treated with irrigation and debridement. 3 cases of iliopsoas impingement ¿ no treatment specified. 12 cases of intraoperative femoral fracture during broaching treated with cerclage. Fig. 3 on page 4 provides a photographic example of the intraoperative femoral crack. Radiographic results identified on serial radiographic studies: 21 cases of heterotopic ossification- no treatment provided. 25 cases of radiolucent lined around the stem- no treatment provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.